Manufacturer narrative:
Customer strips were returned to qa. They read an average of 140mg/dl high out of spec with control, and an average of 138mg/dl high out of spec with blood. The qa retention reagent gave satisfactory performance.

Event description:
The customer received a blood glucose reading on the contour next that was 100mg/dl higher than on a contour next ez. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. New strips were sent to him.